Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this device exhibited an episode of atrial fibrillation with ventricular tachycardia and aberrancy at 240 bpm leading to an 80j system shock with a resulting shock impedance of 157ohms, the shock resulted in rhythm acceleration to a ventricular fibrillation rate and an additional 80j shock, which then failed to convert this induced rate. The rate was ultimately terminated via a third system shock. Further investigation revealed that the patient had a similar episode, approximately 6 months prior, leading to a shock with a resulting impedance of 168ohms. A chest x-ray at that time, showed evidence of possible system migration. The information from this previous event had not been reported to boston scientific. Additional x-ray imaging has been ordered to further assess system placement as a system revision procedure may be necessary. It was additionally reported the patient has developed poor left ventricular (lv) function and would be upgraded to a crt-d system. Subsequently, the field confirmed the system was explanted due to ongoing poor lv systolic function and the patient would also have an av node ablation. A crt-d was implanted to improve patient condition and the explanted device returned for analysis. No other adverse patient effects were reported.